Manufacturer narrative:
(B)(4)

Event description:
It was reported an asymptomatic patient presented to the clinic after receiving a patient notifier in the middle of the night. In-clinic device interrogation revealed the cause of the patient notifier was lower out of range pacing lead impedance measurement. The erroneous impedance measurement could not reproduced. Performing a chest x-ray for troubleshooting was recommended. The patient condition was stable.